Manufacturer narrative:
(B)(6). A report was received that difficulty was experienced while attempting to deploy the stent of an 8 x 100mm smart control iliac stent delivery system (sds) because the slide lever was stiff and could not be removed. The device was exchanged for another smart sds and the procedure successfully completed with no reported patient injury. The event involved a male patient undergoing percutaneous intervention of a target lesion in his iliac artery that was described as 90% stenosed, moderately calcified and tortuous. The patient¿s vasculature was accessed via an ipsilateral approach from the femoral artery with a brite tip catheter sheath introducer. The lesion was crossed with a non-cordis guidewire and pre-dilated with a 5mm x 4cm saber balloon followed by the placement of a 10 x 60mm smart stent. The site reported that the 8 x 100mm smart control sds had been stored, handled, inspected and prepped according to the instructions for use (IFU). They noted nothing unusual about the sds prior to use, checked the temperature exposure indicator on the pouch and confirmed that the black dotted pattern with the grey background was clearly visible. The smart control sds was advanced into the target lesion under fluoroscopic guidance. The physician planned to locate this stent to overlap the previously deployed stent by about 1cm. The user is reported to have held the handle of the sds flat and straight outside the patient. Multiple attempts to deploy the stent were unsuccessful and this was attributed to the slide lever being stiff. The sds was exchanged for another smart sds and the procedure successfully completed with no reported patient injury. When the device was received for analysis, the stent was noted to be partially deployed. Attempts to clarify whether the site had noted this prior to shipping the device have been unsuccessful. One non-sterile smart control, iliac 8x100 was received coiled inside a plastic bag without the locking pin (not returned) and the stent partially deployed by about 1cm. No other anomalies or damages were found on the received smart control. Functional testing of the deployment process was successful with no anomalies found. A review of the manufacturing records revealed that this lot of products met specification prior to release. The reported "deployment lever - sliding difficulty" event was not confirmed based on the results of the functional analysis. The exact cause of the reported event and the partially deployed stent could not be conclusively determined during the analysis. The product IFU instructs the user to ensure that the locking pin is still in place during the introduction of the device. It further instructs to advance the device past the lesion site and then withdraw it until the radiopaque stent markers are proximal and distal to the lesion site. The user is to ensure that the sds outside the patient remains flat and straight. The user is to ensure that the introducer sheath and that the locking pin should be removed from the handle prior to deployment. Based on the information available for review, there are vessel characteristics (calcification and tortuosity) and procedural or handling factors (device returned without locking pin) that may have contributed to the reported event. Neither the device history record review nor the product analysis suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
During a percutaneous transluminal angioplasty (pta) procedure, it was reported that there was difficulty experienced while attempting to deploy the stent of an 8 x 100mm smart control iliac stent delivery system (sds) because the slide lever was stiff and could not be removed. The device was exchanged for another smart sds and the procedure successfully completed with no reported patient injury. When the device was received for analysis, the stent was noted to be partially deployed. Attempts to clarify whether the site had noted this prior to shipping the device have been unsuccessful. The event involved a male patient undergoing percutaneous intervention of a target lesion in his iliac artery that was described as 90% stenosed, moderately calcified and tortuous. The patient's vasculature was accessed via an ipsilateral approach from the femoral artery with a brite tip catheter sheath introducer. The lesion was crossed with a non-cordis guidewire and pre-dilated with a 5mm x 4cm saber balloon followed by the placement of a 10 x 60mm smart stent. The site reported that the 8 x 100mm smart control sds had been stored, handled, inspected and prepped according to the instructions for use (IFU). They noted nothing unusual about the sds prior to use, checked the temperature exposure indicator on the pouch and confirmed that the black dotted pattern with the grey background was clearly visible. The smart control sds was advanced into the target lesion under fluoroscopic guidance. The physician planned to locate this stent to overlap the previously deployed stent by about 1cm. The user is reported to have held the handle of the sds flat and straight outside the patient. Multiple attempts to deploy the stent were unsuccessful and this was attributed to the slide lever being stiff. The sds was exchanged for another smart sds and the procedure successfully completed with no reported patient injury.